Event description:
Customer uses product to hold insulin infusion set, places iv3000 on skin, inserts needle through dressing, then covers with another dressing. Dressing not adhering when wet, and infusion set dislodges.